Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
External ref # (B)(4). Material no: unknown batch no: unknown. It was reported that clinician and/or any patients have encountered leakage when using the bd blunf fill needles. Verbatim: clinician experienced: leakage and exposure to hazardous medications: 1. Not resulting in harm.